Event description:
The device was used during a bowel resection procedure. Reportedly, five days post-operative, the pt returned to surgery for a leak at the anastomosis site. The surgeon performed a temporary colostomy and on 08/04/99 the pt returned to the hospital for a colostomy takedown and the bowel re-attached. The hospital has reported the pt's condition is satisfactory.